Event description:
Had a problem with dexcom g6 sensor on (B)(6) 2018, sensor would not link with transmitter. Called dexcom and representative stated they had problems with the g6 transmitter and the 10-day time out code was not recognizing a new sensor at time of product release. Said they would ship new sensor, made follow up phone calls on (B)(6) 2018 and (B)(6) 2018 on arrival of new sensor. On (B)(6), ems called because blood glucose was low and needed assistance because of sensor expiration., new sensor did not arrive until (B)(6) 2018, one day after it was needed. Requested records of all conversations I had with dexcom and they referred me to FDA. The software problem was evident upon release due to initial phone contact on (B)(6) 2018 which somehow made it through the FDA approval process.